Manufacturer narrative:
Reportedly the user was explanted due to an infection in the implant area caused by wound healing issues in the early post-operative phase, which are known undesired side effects of implantation surgery. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Furthermore, the user has had several surgeries previously in this area which might have contributed to the outcome. Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
In the early post-operative phase, before the implant was activated the user developed an infection in the implant area. The infection had started in the area of _the scar which did not close properly. The surgeon decided to perform surgery to clean the infection. She saw that the infection was in the tissues over the implant, so she decided to remove it and clean it as much as possible, close the wound and not implant again for the time being. The surgeon wants to wait and see how the skin progresses before a reimplantation could be considered.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an infection in the implant area. The surgeon decided to perform surgery to clean the infection. She saw that the infection was in the tissues over the implant, so she decided to remove it and clean it as much as possible, close the wound and not implant again for the time being. The implant had not yet been activated. The surgeon wants to wait and see how the skin progresses. A reimplantation could be considered.